Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported customer complained about the machine not suctioning and wanted to confirm if it is plugged in to a 110 will it still work. Customer would also like to know if there is anything to help keep it in place. Reviewed mesh underwear and stat lock device with patient. Reviewed power connection needs with patient. Customer states she read the IFU and knows how to place it and doesn't feel it is that. Advised customer it was designed to remain on all the time, so the suction is continuous.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, d, f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported customer complained about the machine not suctioning and wanted to confirm if it is plugged in to a 110 will it still work. Customer would also like to know if there is anything to help keep it in place. Reviewed mesh underwear and stat lock device with patient. Reviewed power connection needs with patient. Customer states she read the IFU and knows how to place it and doesn't feel it is that. Advised customer it was designed to remain on all the time, so the suction is continuous.